Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure #1: exploratory laparotomy with cholecystectomy, repair of a large ventral hernia using gortex mesh. Implant: ¿gortex micromesh soft tissue graft¿. Implant date #1: on (B)(6) 2001 (hospitalization on (B)(6) 2001). On (B)(6) 2001: (B)(6), md, facs. Operative report. Preoperative diagnosis: large recurrent ventral hernia and cholelithiasis. Postoperative diagnosis: large recurrent ventral hernia and cholelithiasis. ¿the patient was brought to the operating room and placed in the supine position. Suitable anesthesia was obtained. The abdomen was prepped and draped with betadine solution. An incision was made and carried down to the hernia sac, which was completely excised. This contained colon and omentum. We also did a partial omentectomy, removing 75% of the omentum between clamps and 2-0 silk ties. This was done in order to reduce the colon properly and to free up the edges properly. Once this was done, a complete sac was removed. We extended the incision toward the right costal margin so that we could more easily access the gallbladder. Once this was done, the wound the wound was irrigated with saline. There was no bleeding or bile leakage or anything of that sort. We then approached the gallbladder and mobilized the cystic duct and the cystic artery. These were double ligated with clips and divided. The gallbladder was removed in a retrograde fashion using cautery. Specimen was removed and sent to pathology, where bile was cultured. The wound was irrigated with bacitracin solution and suctioned dry. No other pathology was encountered at this point. We then closed the lateral costal margin with interrupted sutures of ethibond and then using a gortex micromesh soft tissue graft, repaired the hernia with interrupted and running sutures of 0 ethibond. Wound was irrigated with saline solution and bacitracin, suctioned dry. This appeared to be a good repair with no tension. The wound was closed with vicryl and a skin stapling device and a sterile dressing was applied. Also, it should be noted that a jackson-pratt drain was placed and brought out through a separate stab incision and anchored to the skin with a 2-0 silk suture. Sterile dressing was applied along with the abdominal binder. All counts were correct. She tolerated this well and returned to the recover room in stable condition.¿ product identification records for the alleged ¿gortex micromesh soft tissue graft¿ were not provided. Explant procedure and implant procedure #2: repair of a large incarcerated ventral hernia with mesh. Implant #2: ¿partial goretex¿. Explant date and implant date #2: on (B)(6) 2005 (hospitalization on (B)(6) 2005). On (B)(6) 2005: (B)(6), md, facs. Operative report. Preoperative diagnosis: large recurrent ventral hernia. Postoperative diagnosis: same. ¿the patient was brought to the operating room and placed in supine position. Suitable general anesthesia was obtained. The abdomen was prepped and draped with betadine solution. We prepped from xiphoid from [sic] pubis. A large incision was made removing the old scar and we went down to the old graft. The patient had a small loop of bowel located in the previously incarcerated area and this was carefully dissected out and reduced into the abdominal cavity. The old mesh was then completely removed all around including all suture mature [sic] back to good fascia. This was sent to pathology. Bleeding was well controlled. There was one old seroma that we encountered between layers of mesh and this was cultured although this did not look infected. The wound was irrigated with bacitracin solution and all adhesions were accounted for and bleeding well controlled. We then used a large bard graft which was partial prolene and partial goretex and this was placed appropriately and anchored using both stapling device and interrupted ethibond sutures. This seems to give an excellent no tension repair without difficulty. It appeared to be in good position. The wound was then irrigated with copious amounts of bacitracin solution and suctioned dry. Bleeding well controlled and the 3 jackson-pratt drains were placed because of the large dead space and brought out through separate stab incisions and anchored to the skin with 2-0 silk. The wounds were then closed with vicryl and skin stapling device and sterile compressive xeroform bandage applied along with an immobilizer. All counts correct x 2. She tolerated the procedure without difficulty and returned to the recovery room in good condition.¿ on (B)(6) 2005: (B)(6) center. Implant record. Composix hernia patch. Vendor: (B)(4). Location: ventral hernia. Product identification records for the alleged ¿partial goretex¿ were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the device instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® mycromesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions; the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® mycromesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2001 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, seroma, lysis of adhesions, removal of mesh, and pain and suffering. Additional event specific information was not provided.